Event description:
It was reported that the patient experienced infection with an artificial urinary sphincter (aus) leading to an explant procedure. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of infection is a known risk associated with implants of ams800 devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced infection with an artificial urinary sphincter (aus) leading to an explant procedure. No additional information was reported.